Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
Reportedly, the customer got sand on the pump while at the beach. Customer attempted to load multiple cartridges on the pump; however, a cartridge detection alarm 25 occurred. The customer's blood glucose level was not impacted.